Event description:
The customer biomedical engineer (biomed) reported 90% of their philips intellivue information center ixs (piic pic ix) were in local or unreachable mode. The device was in use on a patient. There was no report of patient or user harm.